Event description:
During evaluation of a returned homechoice machine, the product analysis lab (pal) discovered an overfill. In the therapy session started in 2008, drain 3, the home pt's ultrafiltration (uf) reading was 833ml. The uf indicates that the home pt (hp) drained 833ml more than the programmed fill volume of 2000 ml for a total drain of 2833ml. There was no pt injury or medical intervention associated with overfill for this pt, according to the peritoneal dialysis nurse. Product surveillance contacted the home pt's wife regarding this issue. The wife stated that the home pt is not able to communicate well over the phone and she takes care of any therapy related issues. She did not specifically remember an overfill the same day. She stated that the nurse had set an initial drain volume alarm in the machine of 1500 ml, and there have been no further overfill events. The wife believes this home pt was overfilled because of the initial drain alarm set at 0 ml. She noted that sometimes the pt leans on the tubing preventing flow and without the alarm, the machine would cycle to the next fill cycle. She is glad to have the alarm on the machine to notify her when there is no flow condition and she can rearrange the tubing, so the drain cycle can continue.

Manufacturer narrative:
The homechoice machine was received and evaluated. Three simulated pts therapies were performed using the pts therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt and was within design specifications. The device's pneumatic system was monitored. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection, and all connections were correct and secure. A review of the device service history revealed no past trends. No device failure or malfunction was identified that could have caused or contributed to the reported difficulty. Based on a review of all available log data combined with available decision tree info, the most probable cause was determined to be insufficient drain due to multiple cycles that advanced to fill when a slow or no flow condition occurred above the minimum drain volume threshold. The device will be sent for servicing.